Manufacturer narrative:
Upon receiving, it was noticed that the device was emitting a urine-like odor. The display was gently pulled and found to separate easily from the housing and corrosion was observed inside. It is likely that the device was exposed to some form of liquid which entered the device through the weakened seal.

Event description:
It was reported that an ilet pump displayed alert code 60 following multiple restarts and then failed to charge, and the user transitioned to backup therapy while continuing cgm use via dexcom app or receiver; the event involved a device communications malfunction consistent with a bluetooth connectivity issue. Symptoms included no reported adverse physiological effects. Outcomes included temporary interruption of automated insulin delivery and reliance on backup therapy. Investigation included review of reported product performance and user-provided information. Investigation of this case revealed a reported failure to maintain bluetooth communication and inability to charge after troubleshooting, preventing further on-device diagnostics. It was concluded that the device experienced a malfunction related to communications and charging that necessitated replacement, with no patient injury reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.